Event description:
On january 31, 2006m a clinical incident involving a tristar 50 arthrowand was reported to arthrocare corporation. During an arthroscopy procedure of the knee, the electrode from the tip of the wand was reported to have detached and remained in the pt's knee cavity. An x-ray was taken and confirmed the electrode is located in the pt's knee cavity. No pt injury was reported and the pt was reported to be doing well. There are no plans to reoperate to remove the electrode.

Event description:
During an arthroscopy procedure of the knee, the electrode from the tip of the wand was reported to have detached and remained in the patient's knee cavity. An x-ray was taken and confirmed the electrode is located in the patient's knee cavity. No patient injury was reported and the patient was reported to be doing well. There are no plans to reoperate to remove the electrode.